Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient, complained of pain in u anterior teeth and #9 is discolored. A photo was provided. It was recommended, for the patient to visit the local doctor of surgery for evaluation and to provide a letter of recommendation. The patient was seen (B)(6) 2022, with the doctor of surgery noting tooth #9 was diagnosed with necrotic pulp with acute apical periodontitis. A root canal treatment was performed with a permanent filling placed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.